Event description:
It was reported the right ventricular (rv) lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.